Manufacturer narrative:
Correction: device available for evaluation?, device evaluated by MFR? Additional info: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The complaint sample was not returned to codman for evaluation; therefore, the evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted. The DHR/manufacturing lot traveler was pulled and reviewed for lot 662954. All information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. All pull tests (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. Therefore root cause could not be determined. No corrective action will be taken at this time. A training record was conducted to inform the operators on the traveler of the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Patties string detached from patties by itself (before use). Only one piece defect noted out of the ten pieces. Event occurred before use on patient. Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? Nil. What action was taken to resolve the issue? Change a new pack. Were there any adverse consequences to the patient? Nil.